Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review similarity could not be determined as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number. User facility medwatch (# (B)(4)).

Event description:
User facility medwatch (mw # (B)(4)) received states: "doctor finished angiogram case on patient, and was going to use a closure device instead of holding pressure on the groin site. When dr. And scrub tech attempted to deploy the closure device it failed, another closure device was opened; and that one failed as well. Doctor then held manual pressure on patient's groin for 15 min. The original intended procedure: angiogram left lower extremity." The facility reporter was contacted and would provide no additional information.